Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿under dried due to operator error ¿. It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. A labeling review is not required because a review of the label could not have prevented this issue. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that the bump sticking on the outside of the catheter as though the material was not mixed smoothly.(pr:1843024) per follow up via phone on (B)(6) 2021, the patient was not referring to the coude indicator, the bump but referred to the shaft of the catheter and also mentioned that the coude tips were severely bent which caused the patient to cut his urethra for which the patient had to take antibiotics. While using the catheter patient had felt low flow of urine from the bladder.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the bump sticking on the outside of the catheter as though the material was not mixed smoothly.